Manufacturer narrative:
The tip cover accessory will not be returned for evaluation as it was discarded by the customer. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell off inside the patient. Although, the tip cover was retrieved without patient harm, adverse outcome or injury at this time it is unknown what caused the tip cover to fall off.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tip cover accessory for the monopolar curved scissors (mcs) instrument fell off inside the patient before the instrument was removed from the port. The tip cover accessory was retrieved robotically from the patient's abdomen and was confirmed to be intact. The tip cover accessory was discarded by the customer and will not be returned to intuitive surgical, inc. (Isi) for failure analysis investigation. The procedure was completed with no report of patient harm, adverse outcome or injury. Isi followed up with the customer and obtained additional information regarding the reported issue: the procedure was not recorded on video. The mcs instrument will not be returned to isi for evaluation. There were no issues noted with the functionality of the mcs instrument. The mcs instrument did not collide with any other instruments during the surgical procedure. The surgical staff did not feel any resistance when removing the mcs instrument through the cannula. The staff noticed that the tip cover accessory was slightly torn about an inch. The instrument and accessory were in use for about two to three hours. The tip cover accessory was noted to be installed correctly without electrolube applied.